Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported cancelled procedure could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.

Event description:
During an ablation procedure, there was no temperature increase after the auto start button was selected. The procedure was cancelled and there were no adverse consequences to the patient.